Event description:
It was reported that, "when the rep pulled back the outer blister lid, a small hair was stuck on the blister lid."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.